Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak. The patient said there was an air detected in cassette warning during drain 1 of 4. After the patient canceled treatment there was fluid found in the pump module area and on the external of the cassette. Technical services told patient to wait and retry the cycler the next day. Patient was able to do a manual treatment at that time. In a follow up, the patient indicated getting a new cycler. There was no harm, adverse event or intervention associated with the fluid leak event. The cycler is available to be returned for analysis.

Manufacturer narrative:
Additional information: d.9.,h.6. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor calibration check passed. A post- accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed with no problems or failures. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. There were visual indications on fluid in hp2 tubing. The cause of the observed dried fluid and fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. .in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak. The patient said there was an air detected in cassette warning during drain 1 of 4. After the patient canceled treatment there was fluid found in the pump module area and on the external of the cassette. Technical services told patient to wait and retry the cycler the next day. Patient was able to do a manual treatment at that time. In a follow up, the patient indicated getting a new cycler. There was no harm, adverse event or intervention associated with the fluid leak event. The cycler is available to be returned for analysis.